Event description:
The customer reported that while pipetting a hepatitis assay, not enough reagent was aspirated in tips 1,2,3 and 4 and no error message was given. Summit sample handler, was in use at the time. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.